Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the atrial lead exhibited loss of capture and undersensing. P-wave amplitude variation was also noted. X-ray revealed lead dislodgement. Lead revision was discussed. Programing changes were made. Patient was stable and will continue to be monitored.

Event description:
New information received noted that the patient's atrial lead was explanted and replaced on (B)(6) 2018.